Manufacturer narrative:
The event of rupture was determined to not be present and has been removed.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" and stated "devices were not ruptured". Rupture was determined to not be present and has been removed. This record is for a right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" and stated "devices were not ruptured". Rupture was determined to not be present and has been removed. This record is for a right side. Device was explanted.

Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.